Event description:
New information notes that on (B)(6)2019 the lead was capped and replaced due to the oversensing. The patient condition was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead noise was observed. The lead will be replaced. The patient is stable.

Event description:
New information notes the lead remains implanted. The patient will be downgraded to cardiac resynchronization therapy pacemaker (crtp) due to dementia. The surgery has not been scheduled.